Manufacturer narrative:
Initial and final MDR (B)(4).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that on (B)(6) 2024 that twenty six infusion set fell of during use. The infusion set was in use for 20 minutes and 2 days. The patient bg level was found to be 136-375mg/dl. No further information available.